Event description:
It was reported that the patient underwent generator replacement surgery due to battery depletion. The explanted generator was received and is pending product analysis.

Event description:
It was reported that since generator replacement surgery the patient was talking more, had increased alertness and experienced an overall improvement in quality of life. Analysis was completed on the explanted generator and it was confirmed that the generator was at end of service. The battery voltage measured 0.11v and the generator could not be communicated with due to the depleted battery.

Event description:
It was reported that the patient's mother felt the patient was less alert while on vns therapy. Further follow-up with the physician found that the patient had minimal speech output at baseline however the mother felt the patient was nonverbal with vns therapy. The changes in alertness that occurred during the implant of the patient's initial vns generator were reported in mfg report #1644487-2016-02638. No additional relevant information has been received to date.